Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative took several 3d spins and there was no artifact present. It was not possible to reproduce the artifact. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A spine representative reported that while in a spinal fusion procedure there was a circular artifact in a 3d imaging system image. The site was able to use the images for the procedure. There was no delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.